Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted. Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of approximately 9 months due to mitral regurgitation. According to the operative report, the ring was initially placed for mitral valve endocarditis. The patient presented with mitral regurgitation, and therefore, was referred for re-do mitral valve repair. The mitral valve anterior leaflet was normal appearing except for some thickening. There was no evidence of endocarditis. The ring was intact and the repair was intact. It was noted that she had developed some fibrosis and foreshortening of her posterior leaflet. She had poor coaptation of 2 leaflets. The ring was removed and another edwards annuloplasty ring was placed. Transesophageal echocardiogram confirmed excellent valve repair. Furthermore, there have not been any allegations of a product malfunction.